Event description:
It was reported that the patient¿s battery had to be replaced because it was ¿defective.¿ it was noted that 3 or 4 years later, the patient had a new battery put in on (B)(6) 2012, but they did not remove the electrodes. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0227940v, implanted: (B)(6) 2002, product type lead; product ID 3487a-33, lot # j0227940v, implanted: (B)(6) 2002, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins never worked right since implant on (B)(6)2006. The patient reiterated that the ins explanted on (B)(4) 2012. No further complications are anticipated.